Manufacturer narrative:
The actual device was not returned for evaluation. Based on the case details, the root cause for the reported event can be attributed to off-label use /misuse of the device. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. (B)(4): device not returned.

Manufacturer narrative:
Currently the affected device is not available for evaluation. Internal investigation in progress but not yet complete.

Event description:
It was reported that a patient had surgery to repair the orbital floor with a titan like product. During recovery post surgery, constriction of muscle was noticed and the doctor immediately performed a revision surgery. The doctor explanted the titan like device using a bovi device and replaced it with a medpor sheet. After recovery, it was found that the patient had lost vision. The doctor involved ent at this point and they performed an optic nerve decompression. When they got to the back of the optic nerve, they found that all of the optic tissue had turned black.

Event description:
It was reported that a patient had surgery to repair the orbital floor with a titan like product. During recovery post surgery, constriction of muscle was noticed and the doctor immediately performed a revision surgery. The doctor explanted the titan like device using a bovi device and replaced it with a medpor sheet. After recovery, it was found that the patient had lost vision. The doctor involved ent at this point and they performed an optic nerve decompression. When they got to the back of the optic nerve, they found that all of the optic tissue had turned black.